Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was reported suture strand ruptured during use in the procedure. An overwrap, a paper folder and a breakage suture were returned for analysis. During the visual inspection of the sample under 10x magnification, the swage and attachment area were as expected. However, pinch marks that appears to be by a surgical instrument could be observed .the suture was inspected along of the strand, breakage suture and a knot was noted. In addition, pinch marks near to the piece thread broken were found, appears to be by the use of a surgical instrument. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, the assignable cause of suture breakage is due to improper handling of the sample.

Event description:
It was reported that a patient underwent a partial alopecia procedure on (B)(6) 2018 and suture was used. During the procedure, the suture strand ruptured. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.